Manufacturer narrative:
A follow-up report will be filed once additional information is obtained. If a product is returned, it will be investigated once received from the reporter. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from an individual identifying as a caregiver/parent who stated that "abbott is partly responsible for the death of their son [the user]." It was reported that the user deceased on (B)(6) 2023. Adc customer service attempted to contact the customer's caregiver to obtain further information related to users' death and product issue, however could not gather additional information. It is unknown what, if any, product issue was encountered by the user. Adc has not received the autopsy report or death certificate, therefore, the cause of death is unknown at this time. Given the very limited information presented, adc cannot draw any conclusions in regards to whether the adc device caused or contributed to the reported death. A follow up report will be sent once additional information is obtained.